Event description:
It was reported that the implantable neurostimulator (ins) was replaced due to no telemetry. The last confirmed output settings were 3.5v, 60 msec, 145hz, 1038-876ohms, case (+), 2(-), 24hr/day. The doctor requested analysis as he thought that battery depletion after two years of use was too early.

Manufacturer narrative:
(B) (4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.